Event description:
It was reported the patient presented for a device exchange. Interrogation of the replacement implantable cardioverter defibrillator (ICD) during the procedure revealed oversensing of crosstalk. The physician elected not to use the ICD and completed the procedure with another ICD. The patient was discharged home the day after the surgery.

Manufacturer narrative:
The reported event of oversensing crosstalk was not confirmed. The implantable cardioverter defibrillator was returned for analysis. Inspection of the septum, setscrew, and contact spring were normal. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were normal with no anomalies found.